Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure on (B)(6), 2011. During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. No fragments fell into the patient. There were no reported patient complications. The patient was reported to be in good condition.